Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -10.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced angle closure with elevated intraocular pressure; ac cell++; chronic inflammation; pupil block; discomfort and red eye; over a period of time after implantation; multiple medications were also prescribed. The surgeon then performed a secondary yag on (B)(6) 2021 which then resolved the problem. The cause of the event was reported as unknown.